Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests could not be performed due to a constant motor error alarm. The insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind. Customer's blood glucose at that time was 107mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Customer reported that the insulin pump replacement was received. Customer's blood glucose was 152mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.